Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms. The device passed the displacement test, operating currents, self test, and off no power test. No failed battery alarm and no battery out limit alarm noted. The device had a scratched lcd window. The device had cracked case at display window corner, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 45 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.